Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the reported problem. The service representative replaced a circuit board. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display an image. No patient injury was reported.